Manufacturer narrative:
As of today, the leads are not available for analysis, therefore the leads themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the leads as well as on the provided data. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the leads functions to be as specified. The analysis of the provided trend data, acquired between 24th may 2022 and 18th january 2023 showed the sudden decreases of the ventricular pacing impedance from approximately 400 ohms to <200 ohms and a sudden increase to >3000 ohms from the middle of october until the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. Furthermore, the reported loss of capture was confirmed. The provided x-ray picture showed that the atrial lead was pulled out from its original position due to a possible reel syndrome which is caused when the lead is coiled around the generator. The ventricular lead showed much slack in the implanted state and two bending points in the distal end region. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the leads themselves become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 113 months, oversensing on the ventricular channel was observed during an implant revision. The lead was capped and a new lead was implanted.